Event description:
Reporter alleged, the customer obtained a result of 210 mg/dl on his advantage system while experiencing hypoglycemic symptoms. Reporter stated, the customer obtained a low reading on another meter and was treated with a "glucose gun shot." No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.